Event description:
It was reported that during a clinic visit this pacemaker system was interrogated and it was discovered that the non-boston scientific right ventricular (rv) lead exhibited noise during the isometric testing. The physician decided to perform a lead revision procedure to extract the rv lead, but the lead extraction was delayed due to an occlusion. Additionally, the patient returned to clinic and reported experiencing dizziness and bradycardia. The pacemaker system was interrogated by the health care professional (hcp) and technical services (ts) was requested to review the stored data. Upon review, ts discussed with the health care professional (hcp) that the noise on the rv channel appear to be myopotential in nature and the pacemaker device was pacing as programmed. It was noted that the bradycardia may have been due to intermittent loss of capture (loc) possibly due to insulation damage in the non-boston scientific rv lead. It was also noted the stored data showed abrupt impedance changes possibly due to spring contact issues in the header. The hcp reprogrammed the device settings and scheduled a revision procedure. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a clinic visit this pacemaker system was interrogated and it was discovered that the non-boston scientific right ventricular (rv) lead exhibited noise during the isometric testing. The physician decided to perform a lead revision procedure to extract the rv lead, but the lead extraction was delayed due to an occlusion. Additionally, the patient returned to clinic and reported experiencing dizziness and bradycardia. The pacemaker system was interrogated by the health care professional (hcp) and technical services (ts) was requested to review the stored data. Upon review, ts discussed with the health care professional (hcp) that the noise on the rv channel appear to be myopotential in nature and the pacemaker device was pacing as programmed. It was noted that the bradycardia may have been due to intermittent loss of capture (loc) possibly due to insulation damage in the non-boston scientific rv lead. It was also noted the stored data showed abrupt impedance changes possibly due to spring contact issues in the header. The hcp reprogrammed the device settings and scheduled a revision procedure. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported.